Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2015, the patient experienced pain and was found to have a severe patellofemoral osteoarthritis in the left knee. This adverse event was treated by a revision surgery on (B)(6) 2025, in which one (1) legion porous ha tibial base sz 4 lt was revised. The adverse event was resolved. This adverse event was identified during a clinical study.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, disease progression is a known potential risk factor post total knee arthroplasty and contributor for both anterior knee pain and secondary patellar resurfacing. Although disease progression with ¿diminutive patella due to erosion¿ most likely contributed to the event, pain may result from other mechanical and/or patient-related factors (including component malalignment, ligament imbalance, obesity) and cannot be ruled out with certainty. Based on the limited electronical clinical report form documentation, the patient impact beyond the reported pain, patellofemoral osteoarthritis with eroded patella, and revision cannot be determined. The adverse event was reportedly recovered/resolved post-revision (14-feb-2025). A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the tibial baseplate and the insert, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For the femoral component, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that warnings and precautions states that the patient should be warned of surgical risks and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness, patient condition or lifetime of the device. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code).